Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pca dose was programmed to be "0.75mg." The pca history was reportedly "cleared" at 0600 and rechecked at 1000. It was observed that the patient pressed the dose request button and received two (2) doses. Instead of receiving 1.5mg of dilaudid, the patient reportedly received "1.62mg." It was reported that the hospital biomed stated the device was tested and "within spec" and "they did not find any issues." This was reported to bd representative during site visit. There was patient involvement but impact is unknown.